Event description:
Related manufacturer's report # 2916596-2021-00042.

Manufacturer narrative:
Manufacturer's investigation conclusion: there was no allegation of device malfunction on mobile power unit (mpu). The log file spanned approximately 24 days (11dec2020 to 04jan2021 per the timestamp). There was no notable alarm related to the mpu. The mpu was not returned for analysis. Based on the provided information, the patient experienced a pump stop on mpu due to suspected driveline issue and was provided a power module with a non-grounded patient cable. The pump stop will be investigated under MFR. Report # 2916596-2021-00042. The mpu functioned as intended without any issue and the serial number was not provided. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing this event.

Event description:
Related manufacturer reference number: 2916596-2021-00042.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report. Further information was requested but not received.

Event description:
It was reported that the patient experienced a short alarm on his controller while at home and connected to the mobile power unit (mpu). The patient presented to the hospital where log files were retrieved. The log files noted a short pump stop on (B)(6) 2021 at 09:06:47. No further events were noted in the log file. The pump stop could be related to a short to shield. The patient was to receive a non-grounded cable to prevent further pump stops while connected to the power module. An x-ray of the driveline was to be performed on (B)(6) 2021. Log files were provided. The account reported that the external part of the driveline was taped at several places. It was reported that the serial number of the mpu was unavailable. The mpu was functioning well and had no issues. An x-ray if the driveline was performed. X-rays were provided for analysis. No further incidents were observed besides the one pump stop that occurred. The patient was asymptomatic and discharged home. The patient received a power module with ungrounded cable. The account had no specific plan for follow-up. The account planned to observe the situation.